Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Additional information was received on (B)(6) 2015. Information received states that physician is going to remove essure from a patient on (B)(6) 2015 and would like to know the best practices on how to go about removing it. According to healthcare professional, patient had nickel hypersensitivity. Company causality comment: this medically confirmed report refers to a female patient who will have essure (fallopian tube occlusion insert) removed due to nickel hypersensitivity. This event is listed according to reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this particular case, limited information was provided. Nevertheless, considering event's nature, causality with essure cannot be excluded. This case was regarded as an incident, since essure removal will be required (surgical intervention implied). A product technical analysis and further information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 21-mar-2016 (pregnancy questionnaire) from physician. On (B)(6)-2007, essure was inserted during follicular phase. Her last menstrual period occurred on (B)(6)-2006. There were no abnormal findings. She used loestrin from (B)(6)-2007 to (B)(6)-2007 as back up contraception. On (B)(6)-2007, essure confirmation test was performed and confirmed bilateral tubal occlusion. Pregnancy was confirmed by doctor and essure was in situ after its diagnosis. On (B)(6)-2015, essure was removed (hysteroscopy; laparoscopy). According to the physician, removal was medically necessary and also performed due to patient's request. Post operative diagnosis included menorrhagia, unwanted fertility, nickel allergy and improper placement of essure device. According to the operative notes, during the procedure, the left tubal orifice was seen with no evidence of any coils of the essure device protruding into the cavity. On the right side the tubal orifice was again visualized in the cornu of the uterus and the essure device was noted in the fundus of the uterus medial and slightly anterior to the tubal orifice approximately 1/4 of the way across the width of the fundus. It was quite apparent that essure was placed within myometrium rather than in the tube. Several coils of the metal implant were visualized within the uterine cavity and so initially grasping forceps were inserted through the hysteroscope and the coils were grasped at the base where they protruded through the endometrium. The coils initially came free from the endometrium and then at one point they became stuck and there was no further movement of the essure into the cavity. At this point the grasping forceps were re-placed where the rings protruded through the endometrium and by continuous linear traction further significant amount of coil was pulled into the uterine cavity. Continuous traction caused the coil to break and so the portions of coil that were in the uterine cavity were grasped and removed. Further inspection of the site of the implantation revealed that they were concern about possibly perforating the uterine wall. Therefore no further portions of the coil were removed. Close inspection seemed to suggest that perhaps there was one small portion of coil still embedded in the uterine wall but it could not be clearly distinguished that there was any remaining coil left. At this point the hysteroscopy was discontinued and attention was turned to the abdominal cavity. Using a subumbilical stab incision a 5 mm port was inserted under direct vision into the peritoneal cavity and good vision of all pelvic structures was noted. Initially the right tube appeared to be completely normal which was consistent with the empty tubal orifice at hysteroscopy. Careful inspection of the fundus of the uterus failed to reveal any perforation or damage of the uterine wall. On the left side the coil was almost entirely within the lumen of the tube and there was a fairly significant bend in the tube where the tip of the coil could be seen almost extruded through the wall of the tube. Two further 5 mm ports were inserted - one in each lower quadrant. Both of these were inserted under direct vision. Grasping forceps were inserted through the right port and then the left port. A spatula tip cautery was passed and a linear incision was made over the antimesenteric surface of the tube where it joined the uterine cornu. The full thickness of the wall was divided until the coils were recognized. Using grasping forceps the walls were pulled away from the implant to visualize the implant in its entirety. The end of the implant closest to the uterus was grasped, now using grasping forceps. Lt was quite easily removed from the cornu of the uterus. Very little of the coil had extended into cornu of the uterus and was almost entirely within the lumen of the tube. The coil was easily removed in its entirety. Attention was turned to removing the tube. The left tube was removed as a single specimen through the right lower quadrant port. Attention was then turned to the right tube. The right tube appeared entirely healthy and normal. Grasping forceps were inserted through the left lower port. The tube was picked up, clamped, cauterized, and divided along its entire length from the ovary into the cornu of the uterus. Once again the right tube was removed as single specimen. There was good hemostasis at this point. Fluid was suctioned from the pelvic cavity. All three 5 mm incisions were closed. Finally, the hysteroscope was reintroduced into the cavity. Cavity length was measured at 5.5 cm. The novasure instrument was inserted through the cervix and opened. The hysteroscope was reintroduced to confirm that there was good ablation of the entire cavity with the exception of the peritubal orifice area in both cornu of the uterus which was a very small area. Good ablation was confirmed. The patient returned to recovery in good condition. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had a term pregnancy approximately 1 year after essure insertion. Later, she had nickel hypersensitivity and was submitted to a laparoscopy for essure removal. During this surgery, the right coil was found embedded in fundus of uterus, partially in myometrium. Upon removal, traction caused this coil to break. On the left side, the tip of the coil could be seen almost extruded through the wall of the tube. The coils were removed (bilateral salpingectomy also performed) and patient was submitted to an endometrial ablation due to menorrhagia. After devices removal, patient was feeling better. All events are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test (hsg). In this particular case, patient had the hsg and no contrast spill was reported. A partial right uterine perforation (device embedded in myometrium) and left fallopian tube perforation were diagnosed during essure removal, almost 8 years after device insertion. These perforations could be an alternative explanation for the reported device failure (pregnancy). However, since the mechanism of these events is unknown and considering their nature; causality with essure cannot be excluded. Regarding the reported nickel hypersensitivity, menorrhagia and device breakage they were considered as related to essure, based on essure safety profile and events' nature. This case was regarded as incident, since device removal was required. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect.

Manufacturer narrative:
Essure hcp general questionnaire received on 11-jan-2016: the patient's initial and date of birth were updated. Her weight was (B)(6) and height was (B)(4). Previous gynecological interventions were denied. Essure was inserted on (B)(6) 2007; she was not in a postpartum state at time of procedure. Cervical block was done. Insertion and visualization of tubal ostium were considered easy. Fluid loss was less than 1500cc and procedure did not take more than 20 minutes. After insertion, she used oral contraceptive as back up contraception. On (B)(6) 2007, hsg (hysterosalpingogram) was done and no free spill was reported. It was reported that patient had a term pregnancy in 2008. On (B)(6) 2015, ultrasound was done and essure was seen. Possible reaction to metal coils was reported. On (B)(6) 2015, essure was removed by laparoscopy and hysteroscopy. Salpingectomy was done. Signs of infection were denied. The left coil was entirely within the tube; not visualized at all in uterine cavity. Right coil was embedded in fundus of uterus, partially in myometrium. It was reported that after removal, patient was feeling better. Product technical complaint (ptc) investigation and final assessment were received on 28-jan-2016. The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No event reported indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had a term pregnancy approximately one year after essure (fallopian tube occlusion insert) insertion. Later, she had nickel hypersensitivity and was submitted to a laparoscopy for essure removal. During this surgery, the right coil was found embedded in fundus of uterus, partially in myometrium. After devices removal, patient was feeling better. All events are listed according to essure's reference safety information. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test (hsg). In this particular case, patient had the hsg and no contrast spill was reported. A partial uterine perforation (device was embedded in myometrium) was diagnosed during essure removal, almost 8 years after device insertion. This perforation could be an alternative explanation for the reported device failure (pregnancy). However, since the mechanism of these events is unknown (if perforation occurred before or after pregnancy onset) and considering events nature; causality with essure cannot be excluded. Regarding the reported nickel hypersensitivity, it was considered as related to essure, based on essure safety profile and event's nature. Additionally, non-serious events were reported. This case was regarded as incident, since device removal was required (laparoscopy performed). Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect.